Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/18/2025, at approximately 2:30 am, the patient reported receiving an alert indicating ¿very high¿ glucose levels. Following this alert, the patient¿s insulin pump automatically delivered 2.7 units of insulin, after which the patient became unconscious and experienced a seizure. The patient¿s spouse administered glucagon, and the patient regained consciousness a few minutes later. No bg meter readings were taken during or immediately after the event; however, prior to the incident, the cgm reading was 366 mg/dl, while the bg meter reading was 142 mg/dl. After regaining consciousness, the patient noted a cut near the rib area, which was sore. The patient was unsure whether the injury occurred before or after losing consciousness. No additional medical intervention was provided, and emergency services were not contacted. At the time of reporting, the patient stated they were feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.